Event description:
It was reported that the patient is getting a revision due to loss of fixation due to bone graft resorption, screw breakage, instability, and pain. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4), d10 - medical product: catalog #: unknown, screw, lot # unknown qty. 2. Catalog #: unknown, glenosphere, lot # unknown. Catalog #: unknown, baseplate, lot # unknown. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receiving additional information, it was determined to be not reportable as this component was reported under the incorrect MFR number. The event will be reported under the correct MFR number (B)(4); therefore, this report should be voided.

Manufacturer narrative:
Upon receiving additional information, it was determined to be not reportable as this component was reported under the incorrect MFR number. The event will be reported under the correct MFR number (B)(4); therefore, this report should be voided.